Manufacturer narrative:
Email:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ deflation: one opening on plug trap bond edge side assessed as an unidentified (tear) opening (shell thickness was within specification).additional observations: ¿ creases were observed.¿ wear abrasion observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.